Manufacturer narrative:
There were several previously reported issues in 2019 and 2020 related to the dc-07d distal end cap falling off the ed-580xt during a procedure. Fujifilm believes this incident is similar to the previous cases and is currently investigating to confirm the root cause. In response to the incidents in 2019 and 2020, fujifilm revised the device labeling to provide clearer and more detailed directions for proper attachment of the disposable dc-07d distal end cap. The revised labeling was distributed with a safety notification to all existing customers in april 2020. This is the first known incident since the revised labeling and safety notification was distributed. This user facility was not a customer at the time of the notification. However, it was confirmed that this facility received training on the proper attachment of dc-07d as part of the installation of the device.

Event description:
On april 6, 2022, fujifilm healthcare americas corporation became aware of an event involving ed-580xt. During an endoscopic retrograde cholangiopancreatography (ercp), the distal cap came off of the subject scope and the cap remained inside the patient. The attending team noticed that the cap was missing after the scope had been removed from the patient. Another endoscopic procedure had to be performed in order to retrieve the cap. The cap was removed without harm or injury to the patient. There was no death or serious injury associated with the event.